Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. There was no impact to the customer's blood glucose level. At the time of the call, the customer declined to reload the cartridge and would continue to monitor the insulin gauge. During a follow-up call on (B)(6) 2017, the customer reported that the fill estimate was accurate and the customer continued to receive accurate fill estimates since the reported event.